Event description:
It was reported that the valiant navion distal stent graft separated from the proximal valiant navion stent, and a type iii endoleak was present in the thoracic aorta. The event was discovered on the date of computed tomography. The patient was initially treated for a dissection measuring 200mm in length. Treatment involved re-lining the existing grafts with a 38-34/150 valiant captivia proximal graft and a 38-34/150 valiant captivia distal graft. The healthcare professional attributed the cause of the event to anatomical changes as the thoracic aorta bulged out on the outer curve, causing the distal graft to slide down and separate from the proximal graft. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name valiant navion; product ID vnmc3434c90tu (serial: (B)(6); product type: 0180-aortic stent graft; implant date (B)(6) 2018; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.